Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator exhibited noise oversensing and crosstalk on the atrial and right ventricular channels. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise and crosstalk could not be confirmed in the lab. Final analysis was normal. No anomalies were found.